Manufacturer narrative:
Product complaint # (B)(4). Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Biosense webster manufacturer's report numbers: 2029046-2020-00422, 2029046-2020-00423, are related to the same incident.

Event description:
This complaint is from a literature source. As reported in the literature publication entitled, ¿clinical factors associated with a successful catheter ablation outcome in elderly patients with atrial fibrillation¿. 1 patient with symptomatic paroxysmal atrial fibrillation (af) who underwent af ablation procedure experienced cardiac tamponade the patient was treated uneventfully with percutaneous pericardiocentesis.